Event description:
It was reported that noise was found on the lead. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported externalized conductor was confirmed in the laboratory. Analysis found external insulation abrasion at 8cm and 14.5cm from the connector pin, consistent with friction to the ICD can, and causing the reported noise. The efte coating of the sensing cables was abraded. Internal insulation abrasion and externalized cables were also noted at 47cm to 51.5cm and 55cm to 58cm from the connector pin.